Event description:
Procedure: gastric bypass. According to the reporter: stapler jammed shut and would not open. It could not be reported if this was on tissue. It could not be reported how the device was opened. It could not be reported if there was a delay in or time. It could not be reported if tissue damage occurred or if additional bleeding occurred. The procedure was completed with another device.